Event description:
Information was received indicating that the settings on a smiths medical cadd-legacy duodopa ambulatory infusion pump were changed. Per reporter it is unknown how the settings were changed, but suspected patient may have "fiddled" with them. It was reported that the settings were subsequently changed to correct rates of: morning dose 15ml, continuous dose 4.6ml/hr and extra dose 1.5 ml with a thirty minute lockout. Per reporter, patient uses extra dose two to three times daily. No adverse patient effects were reported.